Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. A leak test found no leaks or tears in the soft cannula. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 345 mg/dl while wearing the pod for more than 48 hours on the arm. As treatment, a manual insulin was delivered.